Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the patient stated that their symptoms had changed, and their stimulation was not working. The patient was advised to contact their healthcare provider. No further complications were reported.